Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2016-10534.

Event description:
Hand procedure. Jjm rep was not in attendance but was advised that when the surgeon went to insert the anchor into the finger the first implant failed and the anchor fell off the shaft. The same happened with the next anchor opened. Surgeon continued the case without anchors. No reported delay or adverse event to patient. Additional info from affiliate on 11-17-2016. I believe he used k wires to complete procedure. It may have delayed procedure by 2-3 minutes.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10534.